Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryoablation procedure, the sheath fell to the right atrium and moved from the right to left atrium. The patient's blood pressure dropped and cardiac tamponade was observed. Drainage was performed; however, ventricular fibrillation (vf) occurred. Shocks were performed and the vf stopped after four shocks. The blood continued despite drainage and the patient was moved to an intensive care unit. The patient was unconscious. As bleeding continued several hours later, a surgical operation was performed. The left atrium could not be sutured and so bypass surgery was attempted but the hole could not be repaired. The patient then went into cardiac arrest. Heart massage was performed by hand, but the right ventricle was torn. The patient then died. It was noted that the patient moved considerably during the operation.